Event description:
It was reported that there was leaking near the filter of the cadd extension set. The patient was being infused with veletri for pulmonary arterial hypertension. No death or serious injury was reported in connection with this incident.